Manufacturer narrative:
Diopter: +22.50. Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found both loop haptics and piece of optic are torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue on product. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cq2015a +22.50 diopter collamer three piece lens in patient's right eye. Lens was removed with no patient injury. The doctor said the lens is defective. Further information was requested regarding the defective lens. No information has been forthcoming.

Manufacturer narrative:
(B)(4). Device history record review, medical review. Based on the DHR review, there were no documented issues and concerns in the manufacturing and inspection processes which may cause damage to the lens. Physician report indicates no exceptional or unusual event and condition which would have caused damage to the lens. Per medical review: reportedly, intraoperative lens removal was performed to address lens damage. No reported incision enlargement or any other tissue damage. According to report, dated on 01/12/16, the surgeon stated that lens was defective. No further information/clarification was received to date. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined.